Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 11/10/04, the pt contacted lfs another country and reported that her one touch ultra meter was reading inaccurately high. There was no allegation of harm. Lfs another country obtained further info from the pt. It was discovered during troubleshooting that the meter was in the wrong unit of measurement (mg/dl instead of mmol/l). She was keeping the subject meter in her car while traveling. She had not recently changed the battery or member going into the set-up mode to change any settings. She had not noticed the meter reading high for about one week while she was on vacation. When she returned, she visited her doctor on a scheduled appointment. The nurse checked her blood glucose with a result of 7.2 mmol/l. She did not have her meter with her. The doctor increased her dinner and bedtime insulin set amount based on the pt's logbook readings. She was not given any treatment. A result of 178 mg/dl (converted value of 9.9 mmol/l) was provided as a result on the pt's meter. Based on the info provided, there is also no info to suggest that the pt experienced any injury due to the meter. However, there is indication that the product malfunctioned. The pt reported that the meter was previously set to the correct unit of measurement and the pt had not changed the unit of measurement through the meter settings. Therefore, there is an indication that the unit of measurement spontaneously changed from "mmol/l" to "mg/dl". A replacement meter was sent to the pt.